Event description:
The manufacturer received information regarding an asv CPAP device. The patient claims the unit shuts off during use and they have to turn it back on. The patient alleges they were extremely short of breath, unable to walk 75 feet without stopping, experienced low percentage of spo2, congestive heart failure, and high blood pressure. The patient went to the emergency room and was admitted to the hospital. The patient required EKG, o2 treatment, and was prescribed decadron, lasix, steroids, magnesium, and potassium. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.